Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve after an implant duration of 3 years, 10 months due to stenosis and regurgitation. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The procedure was successful.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: h6 (device code).

Event description:
It was reported and learned through records that a patient with a 27mm 7300tfx mitral valve, underwent a valve-in-valve after an implant duration of 3 years, 10 months due to svd with mild leaflet thickening of lateral leaflet, severe stenosis and regurgitation. The patient presented with acute heart failure. The tmvr was performed with a 29mm 9755rsl transcatheter valve. The patient tolerated the procedure without difficulty and was transferred to floor in stable condition. Per medical records, the patient successfully underwent a tavr procedure. Post operative tee revealed no mitral insufficiency and the mean gradient across the valve was 2mmhg.